Event description:
Pt had total hip replacement in 1985. Recently developed a limp and saw md. X-rays revealed significant polythelyne wear. Admitted with implant failure; for revision of left total hip replacement.